Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacement of the unit's power distribution board. Unit was calibrated and tested to factory specs.

Event description:
Customer reported an issue with the panorama central station's display, which may have affected telemetry monitoring. No pt injury was reported.